Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on the cnfadmin blue screen and displayed a password box. Customer mentioned that they had experienced a generator failure last night, and the station did not boot up properly afterward. The station was rebooted twice, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the blue screen and carefusion admin. A technical support specialist dialed into the station and followed knowledge articles (ka) - restart an es station and knowledge articles (ka) - station boots to blue screen/app does not auto-launch, rebooted the machine and waited approximately 20 seconds for the device to come back online. The device returned to normal operation, and the customer, successfully signed in. The system functioned as intended after the technical support specialist troubleshot the device.